Event description:
The customer reported a file corruption error. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and cine drive were reformatted, and system software was reloaded. The system was tested and found to be working as intended and returned to service.